Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the surgeon observed that the gamma nail was labeled as a right one, but it was a left one. All other indications show that this is a left nail. The nail has been implanted.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The long nail kit was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). Although the device was not available investigation revealed that there is a high potential that the laser marking on the nail is incorrect. No discrepancies were detected during risk analysis review.

Event description:
It was reported that the surgeon observed that the gamma nail was labeled as a right one, but it was a left one. All other indications show that this is a left nail. The nail has been implanted.